Manufacturer narrative:
(B)(4). Date sent: 07/28/2020. H10: corrected date = g4.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2020. D4: batch # t5d78p. Device analysis: the analysis results found that the ecs25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by ¿device misfired¿? Did the device cut? If the device cut, was the cut circumferential? Did the device staple? If yes, were there any staples missing from the circumferential staple line? What were the shape of the deployed staples? Were the donuts complete? Was there a leak? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an esophagectomy the device misfired. The device was removed from the patient and the surgeon over sewed to complete the procedure with no patient consequences.